Manufacturer narrative:
(B)(4). This part is an evaluation device and is not approved for use in the united states. Neither the device nor applicable imaging films were returned to the MFR for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the tip of the driver broke off in the pt. The broken tip was removed from the pt. No pt complications were reported.